Event description:
Boston scientific received info that this right ventricular lead was exhibiting high threshold measurements and low impedance measurement. A revision procedure was performed and the lead was removed from service and replaced. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis, including a visual and electrical inspection. The analysis of the lead demonstrated a damaged insulation at the distal part of the lead. In that section, the lead body was found rubbed through. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. It is assumed that the lead has been subject to excessive mechanical forces as a result of an interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The visual inspection showed a bent outer conductor coil in the section behind the is-1 connector pin as well as a kink. Furthermore the lead tip was found partly separated from the lead body and the fixation helix was found bend and deformed. These damages require extraordinary mechanical forces which resulted most likely during the explantation procedure. The analysis did not show any sign of a material or manufacturing problem.